Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. Post spaceoar vue placement, the images were reviewed, and it appeared that the hydrogel penetrated the genitourinary (gu) diaphragm and was accumulating near the penile bulb. There was no gel present in the rectal wall, but it extravasated elsewhere along the inferior edge of the prostate. No patient complications were reported as a result of this event. It was indicated that the patient will continue his radiation treatment.